Event description:
It was reported that the patient initially had good therapeutic effect, but stopped getting relief after developing chronic urinary tract infections in (B)(6). The patient was only getting about 10% relief and was experiencing leakage and was unable to make it to the bathroom, but had initially been getting 70-80% relief. It was believed that the patient was currently free from urinary tract infections. It was noted that the patient had experienced pneumonia with bouts of coughing and vomiting. The patient was concerned the lead had dislodged, but the hcp did not think that was the issue. The patient changed from program 1 at 4.3v to program 2 at 2.8v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v767679 implanted: 2011-(B)(6) explanted: na; programmer model 3037 serial# unknown.